Event description:
According to the event description: administered 275 cubic centimeters (cc) of saline and furosemide in 18 hours, set rate on pump 5 milliliters an hour (ml/h). Expected duration 48-50 hours. Discrepancy between set and actual rate. Reported consequence: increased hourly diuresis.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission #: k083689, k142596, k191910.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4), premarket submission # k083689, k142596, k191910. D4 device information updated. D9 device returned to manufacturer. General information: complaint: (B)(4). Information to the sample: model: infusomat space, article number: 8713050, serial number/batch: (B)(6), software version: m030003, hours of operation: 48349, further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from 2025-03-19 and 2025-03-20 were analyzed. A space line was inserted and the infusion started with a rate of 5ml/h and a volume of 230ml at 11:59am. On the next day at 06:08am a "air bubble alarm" occurred. The reason for the air bubble alarm could not be clarified. At this time, 90,74ml was infused. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (39-03-042) on the lower housing were intact and undamaged. The device is slightly dirty but no visible damage was found. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: delivery constant was change to: +3%: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -4,14%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Delivery constant was change to: 0%: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,79%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device was slightly dirty and it could be found liquid residues on the emc protection shield. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Addition information: the delivery constant was change from the customer to +3%.